Manufacturer narrative:
(B)(4). Investigation results - product was not returned nor was the lot number provided to assist with the investigation. A review of complaint history, review of manufacturing instructions(mi), and a review of quality controls(qc) was conducted. The device is manufactured per manufacturing instructions. Per quality control, inspection is required to ensure the device is manufactured to specifications. Without the returned device, the root cause of this failure cannot be determined. There is no evidence to suggest that the product was not manufactured to specifications. Cook incorporated will continue to monitor for similar events.

Event description:
During closure of ventricular septum procedure on the (B)(6) year old male patient, the hub (valve) separated/broke from the sheath shaft, this was used while the device was already inside the sheath. Although the patient required an additional procedure due to this occurrence (recrossing the septum/,adding additional venous access), the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation. Pt information not provided by the reporter. (B)(4).. Event is still under investigation.

Event description:
During closure of ventricular septum procedure on the (B)(6) year old male patient, the hub (valve) separated/broke from the sheath shaft, this was used while the device was already inside the sheath. Although the patient required an additional procedure due to this occurrence (recrossing the septum/adding additional venous access), the patient did not experience any adverse effects due to this occurrence.